Event description:
This was the pt's first attempt at wearing soft contact lenses. The pt was instructed to use the pure eyes disinfecting system. After wearing the contact lenses for almost one month, he experienced redness and photophobia of the right eye. The pt sought medical attention. The dr had diagnosed a corneal ulcer of the right eye and advised the pt to discontinue lens wear. The dr prescribed antibiotic medications for treatment. The pt is expected to fully recover without complication. The pt does not wish to resume lens wear.